Manufacturer narrative:
A new atrial lead was implanted. As the abandoned lead was not returned to boston scientific; the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this atrial lead exhibited increased thresholds and high impedances greater than 2,500 ohms. A revision procedure was performed which confirmed a lead fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.